Event description:
It was reported that they could not be possible to remove all of the sterile distilled water from the foley catheter that had been injected. About 1 ml remained, and there was resistance when removing the water. Per follow up information received via ibc on 07oct2024, stated that there was patient involvement. Per investigator's notification received on 23dec2024, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event was unconfirmed as the product meets specifications. Visual evaluation noted received 1 silicone temp sensing foley catheter. Inflated catheter using in house syringe with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Upon inflation asymmetrical balloon of 100:0 was found. Deflated under 5 minutes (1 minute 41 seconds). Therefore, the reported event was unconfirmed. Also received 4 photo samples. First photo sample shows top view of catheter. Second photo sample shows end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows top view of document written in native language. No root cause could be found because the reported event was unconfirmed. A DHR review was not required as the reported event was unconfirmed. A labelling review was not required as the reported event was unconfirmed. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they could not be possible to remove all of the sterile distilled water from the foley catheter that had been injected. About 1 ml remained, and there was resistance when removing the water. Per follow up information received via ibc on 07oct2024, stated that there was patient involvement.